Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2012. On (B)(6) 2015, the sale representative was informed that a secondary procedure is scheduled for (B)(6) 2015 to treat a type 3a endoleak discovered during routine scan. The aneurysm growth was noted and the endoleak was identified where one stent segment overlap on the left side. The physician elected to implant two infrarenal aortic extensions to seal the endoleak. No patient injury.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. The devices remain implanted in the patient. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event could not conclusively be determined. However, the reported severe anterior angulation of the stent may have contributed to this event.